Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 112 mg/dl. The patient was unresponsive. For treatment, the patient was given glucose. The patient was discharged after 6 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.